Manufacturer narrative:
Vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 134 hours of extended tests. The ventilator passed the initial final test and the initial alarm volume test. The device passed all testing and met all manufacturer specifications.

Event description:
It was reported to vyaire medical that the ventilator had no or little flow while in use on a patient. There was no report of any patient harm associated with this reported event.